Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a cartridge (no lot number provided) with an injector and viscoelastics. This is an approved lens/cartridge combination, however only one of the two viscoelastic products is qualified for use with this lens/cartridge combination used with the injector. Product history records could not be reviewed for the cartridge manufacturers lot because the reporting facility did not provide lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced color discrimination impacting daily activities. The surgeon reported that during the postoperative examination, the pt expressed that pink color locks orange and green color hooks blue. The surgeon reported the procedure was uneventful and the pt has 20/20 vision. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure. Additional info has been requested.